Manufacturer narrative:
(B)(4). Not recevied by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to unknown reasons. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
Correction: the previous MDR 6000034-2014-01665 submitted on november 13, 2014, was filed inadvertently. No device malfunction / explantation or serious injury has occurred. The implanted device remains in situ. This report is filed january 28, 2015.